Event description:
Literature: okun ms, fernandez hh, wu ss, et al. Cognition and mood in parkinson's disease in subthalamic nucleus versus globus pallidus interna deep brain stimulation: the compare trial. Ann neurol. 2009; 65(5):586-595. Summary: the study was a single-center, prospective, randomized, pt and rater blind, parallel-group trial that aimed to characterize and compare the effects of unilateral stn and unilateral gpi dbs on mood and cognitive function in pts with advanced pd. All pts were recruited, and some pts did not pass initial screening. A total pts were randomized to stn or gpi dbs. Forty-five pts completed the study. Reportable event: two pts experienced symptomatic hemorrhage. Both pts were unable to complete the study. No symptoms, treatment, or outcome was reported. See literature article attached to MFR report# 2182207200905291.